Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level was over 300 mg/dl and then it went down to low blood glucose value of 50 mg/dl. The customer¿s other blood glucose was 161 mg/dl and 64 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with insulin pump and low blood glucose with food. Customer reported that they did not allege insulin pump was under delivering. Customer also stated that the drive support cap appears normal. Customer reported that insulin exited at the quick release. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.